Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead dislodged when slitting the catheter after attempting to implant in multiple target veins. The guidewire then would not smoothly enter the lead due to blood entering the lead body. The lead was not implanted. An second lead was attempted and dislodged. That lead was not used either and a new lead was implanted. No patient complications have been reported as a result of this event.